Event description:
The customer reported a small diluent leak under the right front of the coulter® lh 780 hematology analyzer and not contained in the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found broken brown striped tubing at vl54 and replaced that tubing and all the tubing on the right side of the diluter. (B)(4).